Event description:
It was reported that when intraocular lens (iol) was being inserted into the patient's eye, surgeon noticed iol was cracked. Lens was removed and replaced with another iol of the same model and diopter (pcb00v diopter 18.0). Incision was enlarged but vitrectomy was not performed. No patient complications were reported. Patient information was asked but not provided. No further information has been provided.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The pcb00v unit was returned; it was not in its original package. The iol was not returned. Under magnification viscoelastic residue was observed on the cartridge tub and loading zone areas. No defects were observed on the cartridge. The plunger was observed screwed in the preloaded insertion system. Therefore, the pushrod was observed pass through the cartridge tube. Also, no assembly error and/or defect related to manufacturing process were observed in the preloaded insertion system. Since the intraocular lens was not returned it was not possible to identify the possible causes of the defect that was reported. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. There were no deviations or non-conformances (ncr) during the manufacturing process of this lot related to the event. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.